Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on unknown date and mesh was implanted. Following the procedure, the patient experienced a mesh exposure and underwent an excision of exposed mesh.